Event description:
It was reported that the pt was admitted to the hospital due to a questionable "pump malfunction". The hcp indicated that the pump was fine, but the catheter had migrated. The pt had experienced symptoms of withdrawal (specific symptoms not reported) and fluid accumulation at the catheter site. The pump was used to deliver morphine, concentration and dosage not reported. It is unk if device troubleshooting was performed. The pt will be having a catheter replacement "soon". Currently, the pt is on oral pain medications to manage pain.

Manufacturer narrative:
.